Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: nipple discharge. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 375cc and experienced nipple discharge on the left side and capsular contracture baker grade IV on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) and (B)(4)) on (B)(6) 2020 this report is for the left breast prosthesis.